Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device while in use with a insulet (omnipod 5, pdm). A customer reported receiving a low scan of 52 mg/dl on the adc device compared to a reading of 476 mg/dl obtained on an unspecified meter. When the results are plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The customer went to the hospital where a ketose result of 2.5 mmol/l was obtained and the insulet system of the insulin pump was shut off. The customer was provided treatment for the diagnosis of diabetic ketoacidosis; however, the customer was unable to provide details of the treatment at the time of the medical event. Adc customer service attempted to contact the customer to obtain additional information regarding the medical event, however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section b5 was incorrectly documented in the previous initial MDR report. This section has been updated. Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device while in use with a insulet (omnipod 5, pdm). A customer reported receiving a low scan of 52 mg/dl on the adc device compared to a reading of 476 mg/dl obtained on an unspecified meter. When the results are plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The customer went to the hospital where a ketose result of 2.5 mmol/l was obtained and the insulet system of the insulin pump was shut off. The customer was provided treatment for the diagnosis of diabetic ketoacidosis; however, the customer was unable to provide details of the treatment at the time of the medical event. Adc customer service attempted to contact the customer to obtain additional information regarding the medical event, however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Issue was forwarded to hpqe for further investigation testing was not performed and investigation was subsequently forwarded to extended for further analysis. The puck was received by the hardware product quality engineering team. A visual inspection was performed using a digital microscope on the returned puck. No signs of damage were observed during the inspection. The returned puck was observed to be in sensor state 5 which indicates that the sensor terminated normally with a life count. The current was applied to the sensor to perform accuracy testing with use of fixture to check the functionality of the returned puck and check the accuracy of the puck's readings. The returned sensor measured a counter result, counter slope and a counter offset. These results were inserted into the accuracy tool and passed, indicating no accuracy issues were present in the puck. Additionally, a poise voltage test was performed on the returned sensor and results that were within specification ranges which was indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. Poise voltage test was performed. And sensor thermistor testing was performed and observed within specification, indicating the puck's thermistor was fully functional. The sensor was able to pass all testing, which shows full functionality of the returned sensor. Given that the sensor passed all testing and there was no evidence of product malfunction, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on an adc device compared to readings obtained on an unspecified blood glucose meter. It is unknown whether the customer noted a trend arrow on the device. The customer went to the hospital where they had contact with a healthcare professional who obtain a ketose reading of 2.5 mmol/l on an unspecified ketose reading device and provided unspecified treatment for the diagnosis of diabetic ketoacidosis. Adc customer service attempted to contact the customer to obtain additional information regarding the medical event but was unsuccessful after 5 attempts. There was no report of death or permanent impairment associated with this event. Reportedly, an adc device reading of 52.00 mg/dl was compared to a reading of 476.00 mg/dl obtained on an unspecified blood glucose meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear is unknown. It is unknown when these readings were obtained in relation to the reported medical event.